Event description:
The duett sealing device was deployed in the right femoral access site following an interventional procedure. Hemostasis was successfully achieved; however, the pt subsequently developed symptoms consistent with an allergic reaction, including a red rash surrounding the femoral access site and drops in bp and heart rate approximately 15 mins after duett deployment. In addition, the right leg developed signs of an ischemic occlusion as evidenced by discoloration and lost distal pulses. Successful treatment of the ischemic occlusion involved left femoral access and subsequent delivery of anticoagulation and thrombolytic therapy. However, blood loss was noted from the previously sealed right femoral access site, which was successfully treated with manual compression.